Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose reached 450 mg/dl while wearing the pod between 4 and 24 hours on the arm. While attending a previously scheduled appointment with physician for menstrual issues, patient's mother had reported that her daughter had been experiencing elevated blood glucose levels. Physician adjusted patient's personal diabetes manager and wrote a new prescription for a drug that patient is currently taking (metformin) with an increase dosage from 500mg to 1000mg. Additionally, patient's birth control medication was increased.